Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated and a lot number was not provided. Without the sample and a lot number, a thorough eval could not be performed. Review of b. Braun's design history file verifies that the latex free conversion of this product was initiated on (B)(6) 2002. The reported catalog number has shelf life of three years. Based on this info, all products manufactured after (B)(6) 2002 are latex free as indicated on the label. There are no other reports of this nature against the reported catalog number. No specific conclusions can be drawn.

Event description:
As reported by the user facility: nerve block for shoulder performed. After catheter removed, the pt experienced residual weakness. An x-ray was done and it showed that the nerves were inflamed over a period of a month. One year later, the pt continues to complain of residual weakness. Dr. (B)(6) has questions regarding whether this injury could be a latex allergy.